Event description:
It was reported that medtronic had manufactured a custom device for a patient with a titanium allergy at the request of a physician. This device, including the can and header, had been 100% coated with parylene. A device that is 100% coated will not function in unipolar mode. This custom device was implanted in a patient other than the patient it was requested for. The device continues to function in bipolar mode, the patient is not pacing dependent, the physician programmed the device in bipolar mode, and the implanting physician is aware the device will not function in unipolar mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.